Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported that on three occasions the patient had blood glucose results in the 400¿s mg/dl; the patient did not feel that the result was correct, but took insulin based on the result. The patient then had to have her son bring her food because she was unable to get up. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.